Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "unable to exclude device problem" investigation conclusion code was selected because the investigation findings could not clearly determine whether the reported observation(s) were caused by the device. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this pacemaker exhibited difficulties to send data. The communicator was not able to found the device. Technical services (ts) was consulted, provided troubleshooting steps, however, the issue persisted. The case was referred to the field representative. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited difficulties to send data. The communicator was not able to found the device. Technical services (ts) was consulted, provided troubleshooting steps, however, the issue persisted. The case was referred to the field representative. No adverse patient effects were reported. This pacemaker remains in service.